Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper air removal steps and using fiasp insulin with the pump. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper air removal steps and that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.